Event description:
The MFR has refined the criteria for making MDR decisions. Upon a retrospective review, the following event is now believed to be reportable. A customer returned a nim-patient interface 3.0 stating "channel one does not work". There was no suggestion of pt injury or involvement. Testing/repair confirmed the reported event and found a short circuit and failed pcb. A short circuit in the pt interface, which can go undetected, has been known to affect the delivery of stimulus current and has the potential to cause or contribute to pt injury (loss of stimulation during use leading to a false negative). This sudden failure may not be consistently accompanied by warning/error messages during a procedure.

Manufacturer narrative:
Testing/repair confirmed the reported event and found a short circuit and failed pcb. The nim system is intended for use to monitor sensory and motor pathways. If the system fails to perform as intended, (especially to effect or detect electromyographic (emg) activity) it presents the potential for temporary or permanent damage to the nerve that is present. When info suggests that the nim equipment had the potential to not stimulate to affect electromyography (emg), or to detect emg, it is assumed that the failure was device-related and may have gone undetected. In this case, there is no info to suggest an event could not be interpreted falsely. Therefore, without info to reasonably suggest serious injury, or that medical intervention was required to preclude serious injury, we are filing this report as a product problem. The pt interface and cable provide the means for carrying electromyographic activity from the pt's innervated muscles to the console, an interface for carrying stimulation signals from the console to the stimulating probes/electrodes, and an interface to the console from the incrementing probe. This product was being used for treatment, not diagnosis.